Manufacturer narrative:
The technician found the gas cylinders frozen on the stretcher. The technician replaced the gas cylinders to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the trendelenburg function is not working. No pt impact.